Event description:
Covidien received info that, during pt use, the ventilator alarmed then shut down. The pt was taken off the device and placed on a second ventilator. There was no harm or pt injury reported.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshoot the issue with the customer over the phone. The customer was advised to perform performance verification testing (pvt) and run unit for a couple of days. The customer informed covidien that there was no issues found with the ventilator after performing the testing and running device. Covidien was not authorized to service the device.